Manufacturer narrative:
The customer¿s reported complaint of pcu system errors involving ¿network comm error¿ and ¿patient ID is invalid¿ errors were confirmed. Physical inspection of the device noted both iui connectors contact pins with signs of corrosion. The front case bottom right corner showed an impact dent. The rear case showed a chipped off piece on the front top left area and the front lower right area. No other obvious issues were identified. Review of the system error logs showed no records associated to the reported event on (B)(6) 2020. However, log only errors 600.6850.5 were identified in the error log between (B)(6) 2020. Analysis of the pcu event log showed the log only errors as ¿comm_if_board_error¿, shortly after the pcu had been powered on. It is suspected that these errors were logged when a network issue was detected by the system. Event log results also showed records of ¿patient_ID_parse_failed¿ between (B)(6) 2020, when a patient ID entry failure occurred after a new patient was selected on the pcu. It is suspected that the reported patient ID invalid error message occurred during these events. Software engineering analysis results of the logs suspect several possible contributing factors as a result of the network communication error. It is suspected that a wireless card failure (intermittent) or loose connection was exhibited leading to the error condition. Also, a change in the hospitals wireless network may have produced the error noted in the system logs. The patient ID invalid error is suspected to have been a result of a cib block failure. The cib block contains the barcode manager application which performs the patient ID validation and has the validation rules. During these error events the patient ID validation was not able to be performed to validate the patient ID entered by the user and reports it as invalid. Functional testing with the pcu in the ¿as received¿ condition, when powered on observed no network communication errors or a patient ID invalid errors when entering a valid patient ID. A network configuration was present on the pcu when it was received. The network communication error was only produced when the network configuration was deleted from the pcu during testing. The system is designed to display this error message when a network configuration is not recognized, when the cib (communication interface board) is not responding or when the wireless network card is failing on the pcu. Additionally, when a new patient was selected and a valid patient ID was entered, the "patient ID is invalid" error was not exhibited. The same results were observed when an invalid patient ID was entered. Lastly, with the network configuration deleted, an in-house network configuration was loaded. The pcu was powered on without observing a network comm error (error 600.6855) displaying on the screen. Results demonstrated that with good wireless connectivity and a good network configuration the pcu will not exhibit the network communication error. The proximate cause of the customer¿s experience with network communication errors is suspected associated to intermittent wireless network card issue and or a change to the hospitals wireless network. The proximate cause of patient ID invalid error is suspected associated to cib block failure. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 08jan2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 21aug2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported there were device system errors. "Patient ID is invalid" error message occurred on the "yellow" screen when staff was entering in a valid patient ID. On the "green" screen it is reported that the error message "network comm error" also occurred on the same modules at the same time. It was noted that both error messages on all involved modules occurred before patient use. Per the reporter, the pumps involved appeared to be missing the network configuration file. After the network configuration file was uploaded to the pumps the "patient ID is invalid" no longer occurred on all involved modules.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported there were device system errors. "Patient ID is invalid" error message occurred on the "yellow" screen when staff was entering in a valid patient ID. On the "green" screen it is reported that the error message "network comm error" also occurred on the same modules at the same time. It was noted that both error messages on all involved modules occurred before patient use. Per the reporter, the pumps involved appeared to be missing the network configuration file. After the network configuration file was uploaded to the pumps the "patient ID is invalid" no longer occurred on all involved modules.